Event description:
A bridge assurant biliary stent system, diameter 6mm, length 30mm was intended to treat a very tortuous and calcified lesion in a pt's right iliac artery. It was reported that the stent caught on the origin of the sheath during a very difficult placement and came off the delivery system. The device was inspected prior to use with no abnormalities noted. It was reported that the physician was going in and out of the sheath repeatedly during the attempted placement. Resistance was felt during attempts to advance the stent and force was used. The stent was pulled in place and ballooned up at the lesion site. Pt was ok post procedure and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Evaluation, results: (dislodgement), (very calcified and tortuous lesion), (sheath), (undeployed stent pulled back into the sheath, (contrary to IFU instructions), (not approved for iliac indication). Evaluation, conclusions: (very calcified and tortuous lesion), (undeployed stent pulled back into the sheath), (contrary to IFU instructions), (sheath).